Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The analyst noted that the por occurred on (B)(6) 2016. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a no reason power on reset (por) which disabled wireless telemetry permanently. The reset was cleared. It was also noted that the right ventricular (rv) lead exhibited some fluctuation in rv amplitude. The device and lead remain in use currently, but a replacement procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.